Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server , had a numerous available patients and device that were not currently admitted to the hospital. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ es server, had a numerous available patients and device that were not currently admitted to the hospital. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device catalog #, unique identifier (UDI) #, medical device serial # and concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the user did not select the checkbox show preadmission and device setting that showed admission inactivity for 60 days. A technical support specialist (tss) guided the customer to adjust the setting to 0 or 1 to test visibility of discharged patients; after confirming only current patients were shown, advised setting the inactivity admission range to 1 to 5 days for unit specific visibility, customer selected 5 days, understood the impact on discharged patient display, and was asked for permission to close the case. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue in the device.